Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. On event date, the patient presented with "post-op radicular inflammation". The investigator noted the event as moderate in intensity. The physician prescribed medrol dosepak and daypro. The event was reported as resolved with treatment in 01/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.